Event description:
Customer reported a potential chemical exposure when a shipment of a.t 5 diff wbc lyse reagent was received leaking. The shipping container was not damaged. The operators were not exposed to the a.t 5diff wbc lyse reagent. There was no exposure to open lesions, mucus membranes, or any contact to eyes or skin. The operator was wearing proper personal protective equipment of lab coat and gloves. No one sought medical attention and the product material safety data sheet was reviewed. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The leaking bottles of a.t 5diff wbc lyse were discarded by the customer. The product was replaced for the customer. Root cause is unk. The supplier was notified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.